Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one injection and after unknown latency had adverse events (unevaluable event). Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021 and expiration date: 31-may-2020). On an unknown date, after unknown latency, the patient had adverse events (unevaluable event). Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Serious event of device malfunction: important medical event. Pharmacovigilance comment: sanofi company comment for dated (B)(6) 2017: this case concerns a male patient who received synvisc one injection from the recalled lot and later had adverse events. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot denied for the occurrence of adverse events.